Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient's wife that he underwent a surgical procedure in (B)(6) of 2010. During the procedure, an artery ruptured and the surgeon used suture to tie off the rupture and sutured into the surrounding nerves. The patient has pain and foot drop since the procedure. Additional information has been requested.